Manufacturer narrative:
Additional information: through follow-up the customer provided additional details. This current report is to provide this information. Her second opinion doctor strongly suggested that the iol get explanted and replaced with a monofocal iol. On (B)(6) 2024, a vitrectomy was done in her left eye. The explant for the left eye is planned for (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a4: unknown/asked information was not provided. Section b3, date of event: the exact date is unknown. The patient said ¿right after the procedure¿. Section d6b, if explanted, give date: not applicable as the iol has not been explanted. Section h6- health effect - impact code: 4625 used to capture the yag (yttrium-aluminum garnet laser treatment). Section h3, device evaluated by manufacturer: the device was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, it was not available. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the johnson and johnson (jnj) intraocular lens (iol) implanted in the patient¿s left eye. The patient is experiencing rainbows, halos and starburst around lights and chrome colored objects. Patient was diagnosed with posterior capsule opacification and had a yag (yttrium-aluminum garnet laser treatment). The implanting doctor informed her that she had abnormal inflammation in her eye and referred her to an expert. The second doctor stated there was nothing wrong with her eyes and that it was normal inflammation. The symptoms were noticed ¿right after the procedure¿ but the exact date is unknown. After the implants she could no longer drive at night. The patient reported that the only reason she did the implants was for better night vision but it¿s gotten significantly worse since the implants. She lives in a part of the country where it gets dark very early and she cannot go anywhere unless she is driven. The doctor said her brain needs time to adjust but it¿s been two years. The patient reviewed explanting the iols with her doctor. Reportedly, the doctor said, ¿in 24 years of practice he has never seen a lens replacement after a yag.¿ the doctor said that he can do the explants but will abort the procedure if he feels something may go wrong. The doctor also informed her that the iol can be replaced but she will have to wear glasses. The patient does not anticipate any problems and said she is a disabled but a healthy 60 year old woman. No further information was provided. Note, the patient's experience for their right eye is reported in manufacturer report number 3012236936-2024-0003068.